Event description:
Reporter stated there is 1 vertical line on the display of the blood glucose monitor, and this interferes with viewing the therapy information. The monitor was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).